Event description:
Healthcare professional reported breast pain and discomfort, inflammation, loculant appearance, laminar band of periprosthetic fluid loculated appearance in the lower sector as incipient seroma diagnosed by ultrasound and MRI. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Cont e1 phone number- (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " periprosthetic fluid".